Manufacturer narrative:
Analysis of neurostimulator model 37702 serial #(B)(4) showed no anomalies. Analysis of lead model 39565-65 serial # (B)(4) showed no significant anomalies.

Event description:
It was reported that the device was painful for the patient.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.